Event description:
It was reported that during the pre-use check, leakage of air was detected from either the breathing circuit or the breathing bag. No patient injury was reported.

Manufacturer narrative:
Other text: the device was received back with no damage or leak paths detected. A leak test was performed, and the returned sample passed. The reported issue is not confirmed. No root cause could be determined since the complaint was not confirmed due with sample provided failure mode could not reproduced. A device history review was performed and there were not any anomalies, nonconformities, or issues found.